Event description:
It was reported to target that during the "gdc" embolization of a ruptured aneurysm, after 3 gdc coils have been successfully detached, the physician got 3 to 4 false detachment signals from the power supply. The power supply was replaced with the back-up but still did not work, then the connecting cables were changed and the coil detached without problems. However, it took the physician about 5 mins to figure out how to fix the false detachments. During that time the aneurysm started bleeding again causing the patient's left hemiparesis. Pt is recovering now, but prognosis is unknown. Additional info was requested through a company representative.